Event description:
During shift check, the autopulse platform (sn (B)(4) did not power up using a fully charged autopulse li-ion battery (sn (B)(4). The customer stated that the battery was fully charged before using it with the autopulse platform. The status leds of the battery showed four solid green lights, and the status led of the mcc showed a green (ready) light, indicating that the battery was fully charged. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse platform sn (B)(4).

Manufacturer narrative:
The li-ion battery (sn (B)(4) used during the reported event was not returned for investigation. Therefore, a physical investigation could not be performed, and the root cause could not be determined. The battery was manufactured in march 2017. The battery has exceeded its service life of 3 years and is five years old. Per the autopulse power system user guide, the autopulse li-ion battery does not operate after five years from its date of manufacture. Once an autopulse li-ion battery has reached the end of its service life, the user should discontinue using the autopulse li-ion battery. Dispose of it properly.